Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels between 200 and 300 mg/dl. The customer's doctor felt that the insulin pump was not working correctly, and requested for a rep to troubleshoot the insulin pump with the customer. Advised the caller that the rep would be contacted. Nothing further was reported.